Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the infusion set does not lock in place. Customer's blood glucose level was unknown. The customer was advised to replace the reservoir and infusion set. Customer will sent insulin pump for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir, checked reservoir snap-cap width dimensions. Using a new lab infusion set connected reservoir and found easy to connect/release. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.